Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was dislodged. During routine follow-up, the atrial intrinsic amplitude changed from 3 mv to .4 mv and was not able to capture atrium during atrial lead threshold test. The physician repositioned the lead successfully with good diagnostic value. At this time, the lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.